Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete product information. Event date is estimated.

Event description:
Reference manufacturer report number: 1627487-2019-13212. It was reported that the patient's leads migrated. The patient underwent surgical intervention during which the leads were explanted and replaced. Therapy was restored post-operatively.